Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. The visual inspection shows the device was received partially deployed with a suture lock button in the middle position. The anchor was found detached at distal end. Both suture snare lines were partially reeled through the driver and are present outside the shaft, but not broken. The complaint was verified, but the root cause could not be determined with certainty. A factor unrelated to the design and manufacture of the device which could have contributed to the complaint event is: incorrect tensioning of the suture. The instructions for use (IFU) was reviewed and determined to have precautionary statements and instructions in regards to the use of the device to avoid damage and non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. The visual inspection shows the device was received partially deployed with a suture lock button in the middle position. The anchor was found detached at distal end. Both suture snare lines were partially reeled through the driver and are present outside the shaft, but not broken. The complaint was verified, but the root cause could not be determined with certainty. A factor unrelated to the design and manufacture of the device which could have contributed to the complaint event is: incorrect tensioning of the suture. The instructions for use (IFU) was reviewed and determined to have precautionary statements and instructions in regards to the use of the device to avoid damage and non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
The anchors broke during screwing. It was removed and another was placed instead. It was necessary to drill a new bone hole to complete the procedure.